Event description:
Customer called to report that while activating a pod it was difficult to fill the pod with insulin. The user also indicated that after removing the needle guard, more insulin came out than normal. His blood glucose crept up to the 300 and 400 range after wearing the pod. The user then changed the pod after his bg did not come down.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the damaged component when over-pressurized. Reportability status recently changed. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.